Manufacturer narrative:
A ge representative contacted the customer by phone and directed the customer in evaluating the system. The customer could not reproduce the reported problem, and cancelled the service call. The system operates as intended.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.